Manufacturer narrative:
Follow up report 002 ref to natus complaint#: (B)(4). Update to section d4: expiration date, update to section h4: manufacturing date, sterile date: 28 sept 2023. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformance's observed. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. 43,675 nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced by a previous employee who is no longer with the company. Based upon the information given by the customer, the component states that the stopcock has a crack. However, the device was not able to be located, and no pictures were provided so it is not possible to determine the failure mode. Failure mode: device not found - unable to determine.

Event description:
Nt821731c: another patient's external ventricular drain (evd) stopcock cracked again today and neurosurgery replaced the entire distal system. No patient injury.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). The customer was provided automatic notifications on december 29, 2023, january 08, 13 and 29, 2024. Customer has not returned the product as requested. Further investigation to be carried out.

Event description:
Nt821731c - another patient's external ventricular drain (evd) stopcock cracked again today and neurosurgery replaced the entire distal system. No patient injury.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Attempts have been made to confirm if the affected product will be returned for evaluation. There are no CAPA's related to this issue. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk as per hazard ID 5.14, severity - 3, in natus doc-035405 eds 3 external drainage system risk analysis. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Nt821731c - another patient's external ventricular drain (evd) stopcock cracked again today and neurosurgery replaced the entire distal system. No patient injury.